Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. Corrected information: d3,g1,g2. Additional information: d10. H3 evaluation: representative samples of product code were received for evaluation. The complaint sample was not received. During the visual inspection of the representative samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage or bending were observed. The sutures were dispensed without problems and examined along the strand with no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no needle breakage or bending were found.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occurred during use on the patient? If yes, what was the name of procedure? Were there any patient consequences related to this event? What was done to complete the procedure successfully? Device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that the needle body was easily broken. Additional information has been requested.